Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the dexcom g7 continuous glucose monitor became unpaired from the ilet device while the user continued to receive glucose readings in the dexcom app, and guided troubleshooting steps including bluetooth toggling, device restart, and re-entry of the pairing code allowed the user to restart the pairing process. Symptoms included no reported adverse clinical effects and no interruption in glucose monitoring via the dexcom app. Outcomes included no impact to blood glucose control and no need for medical intervention or hospitalization. Investigation included customer service guided troubleshooting and confirmation that the cgm functioned with the manufacturer¿s app while connection to the ilet was not established. Investigation of this case revealed a communication or pairing failure limited to the ilet interface while the cgm sensor and transmitter operated as expected with the dexcom app. It was concluded, based on previously established findings for similar reports, that the cause was likely a transient connectivity or pairing issue resolvable with standard re-pairing procedures.